Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a cardiac resynchronization therapy defibrillator (crt-d) upgrade procedure, as the pocket was being sewn, the right ventricular (rv) lead displayed a "slightly higher threshold" and slowly propagating left ventricular (lv) only pace mechanism to create t-wave oversensing (twos). Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.